Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm during use. Customer stated she followed the help screen guide and had powered down the pump and powered back on. Customer stated it was working as expected at the time of the call. Customer stated she did not have a backup cardiosave available, and fse directed customer to switch the therapy if the alarm continued. Customer stated there was no harm to the patient due to this issue, and the iab is placed axillary. Customer declined assistance exchanging the console at this time. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1 : event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. It was reported by the customer through the emergency support program that during use, the cardiosave intra aortic balloon pump displayed a system over temperature alarm. Patient involvement was reported but no injury or harm occurred. The customer followed the on screen help guidance, powered the pump down and then restarted it, after which the device functioned normally. The customer reported that no backup cardiosave unit was available and declined assistance with exchanging the console at that time. Esp advised transitioning the patient to alternative therapy if the alarm reoccurred. No patient harm was reported and the intra aortic balloon was placed axillary with all complaint information collected accordingly.

Manufacturer narrative:
Updated fields - b4, d10, g3, g6, h2, h6 (health effect clinical code), h11.